Manufacturer narrative:
A medtronic representative went to the site to replace the emitter and axiem box. The hardware, software, and instruments then passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
Patient information was not made available from the site. On 07/20/2016 in trouble-shooting, the medtronic representative took a resin head model and tested the axiem and optical and it looked to be accurate, however, it did not appear as it should. It required more than one attempt to secure acceptable accuracy, specifically it felt as it was not as accurate on the sides regardless if taking point there. On 08/03/2016 a medtronic representative, following-up at the site, reported the alleged inaccuracy was 2-3 millimeters. The surgeon proceeded with the surgery, with full knowledge of the inaccuracy, and worked accordingly, also used ultrasound as an additional precaution for safety of the patient. Registration was attempted 3 times, then successful. There was no further delay in therapy. The medtronic representative proactively changed the axiem box and the emitter, tested and they performed as intended. Optical also tested successfully, the medtronic representative changed the sdu. Return requested for suspect devices: axiem portable, field generator, positioning sensor unit (psu) and polaris spectra system control unit (scu). No parts have been received by manufacturer for analysis. Part not received by manufacturer.

Event description:
A site representative reported that, while in a cranial procedure, their navigation system was not as accurate as it was previously. No further details regarding this issue, or specifically when it occurred, were provided. No specific measurement, or direction, of the alleged inaccuracy was provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Investigation of returned suspect polaris spectra system control unit (scu), positioning sensor unit (psu) and field generator (emitter) were unable to replicate the reported problem. The returned scu was found to be fully functional when connected to a known good system. The returned psu was found to be in good condition with no apparent physical damage. When connected to a known good system the psu tracked through the volume without issue. A check of the event log did not reveal any adverse events. The psu passed an accuracy assessment test at .21 mm with a passing threshold of .35 mm. The field generator was connected to a test system for an overnight burn-in test. The system remained in green status during all testing. It passed the accuracy test with an error of 1.296mm. Flexing the cable does not indicate any intermittent opens. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The axiem unit was returned to the manufacturer for analysis. The unit was connected to a test system with the ent application. Registration, and tracking looked normal on all 8 tool ports. It passed the accuracy test. The system remained functional with no issues. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.